Manufacturer narrative:
Refer to mrn: 1221359-2020-00428, 1221359-2021-00623. The additional lot numbers (1009006 and 1010343) were provided without clarification, and thus, out of an abundance of caution, an investigation was performed for all three lot numbers. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1010343 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot number 1010343 and test base part number 190-430 / lot 1010343 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1010343 showed that the complaint rate is (B)(4), respectively. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient or cross contamination. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported conflicting results with the ID now covid-19 assay (number not specified). Three (3) lot numbers were reported. This report represents lot number 1010343. This is report three (3) of three (3). The customer reported using a direct foam tech medical sterile clean wipe foam swab to obtain a nasopharyngeal sample from both nostrils that generated positive results on ID now covid-19 assay. Repeat testing was performed using a different ID now instrument that generated conflicting results (details will not be provided). The customer indicated that pcr confirmation testing (not specified) was conducted, but results will not be provided as the customer does not have access to this information. The customer indicated that additional information including patient details, treatment, outcome and device information will not be provided, as the customer does not have access to this information. Although the customer confirmed no death or serious injury occurred, they did state that the delay to obtaining results impacted the patients in a variety of ways including: unnecessary treatment, cancellation or postponement of events, financial losses related to self-isolation, cancelled travel, psychological damage due to misdiagnosis or fear of infecting others, isolation, or stigmatization. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.